Event description:
The customer reported that the 840 ventilator had a blank screen. The customer reported to have replaced the graphic user interface cable. Covidien was not authorized to service the device. The unit passed extended self-testing.